Event description:
Reporter indicated that his vns therapy programming handheld was not holding a charge longer than 1.5 hours. Good faith attempts to obtain the handheld for product analysis are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.